Event description:
It was reported that the user experienced recurring ¿restart alert: 38,¿ consistent with a motor stall occurring approximately every three hours, and was advised to change the infusion site with instruction to call back if the alert persisted. Symptoms included no reported injury or adverse physiological effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included customer education and basic troubleshooting conducted by phone. Investigation of this case revealed a suspected device operational issue consistent with a motor stall alert, with no additional contributing factors identified at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.